Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) (na mg/ml at na mg/day) via an implantable pump for non-malignant pain and spinal pain indications. It was reported that the first pump that was implanted was fine for about a month but then it started rotting through the skin and had to be removed. Patient stated they removed the pump about 6 months after it was implanted and had to wait to have the current pump put back in. Troubleshooting was not required. The issue was not resolved as troubleshooting was not needed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.